Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported poor image quality. There was no report of misinterpretation as a result of this issue. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. The fse evaluated the system and determined sections of the data had low hounsfield units (hu) values, and replacement of the a-plane collimator was necessary. There was no confirmation of a crack in the compensator as originally reported. Following the replacement of the a-plane collimator, system calibrations and test scans were completed successfully. The system was returned to the customer for clinical use. This issue was determined not to be a reportable event.